Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. X-ray inspection and electrical testing found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood. The cause of failure to capture was due to internal shorting due to overtorquing the inner coil consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the atrial lead failed to extend. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.